Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5172289/5172594.